Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.